Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the logs show the user enabled sync mode correctly, and sync markers were visible in lead views. When the device was charged, it automatically switched to pads view, causing sync markers to disappear, this is expected behavior and not a malfunction. The user could have switched back to lead view to see the markers and proceed with cardioversion. The device functioned as designed and passed all testing including bench handling, stress testing, and defib cycling. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device would not sync on two attempts. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.